Event description:
It was reported there will be a revision surgery performed to revise the tmj device due to patient experiencing material sensitivity.

Manufacturer narrative:
Update: h6. The patient's CT scan did not reveal any abnormalities or device malfunctions. The surgeon opted to remove the device due to material sensitivity, which was not confirmed. No other malfunctions were reported. The patient is doing well after the surgery. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported there will be a revision surgery performed to revise the tmj device due to patient experiencing material sensitivity.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.